Event description:
It was reported that during use of capio needle driver the suture would not sit in the device properly. When fired, the device malfunctioned and needle head was lost, potentially in the patient.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device review could not be conducted since the lot number and product code was not provided. Teleflex will continue to monitor and trend related events.